Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient's healthcare provider took the ins out 2 years ago (B)(6) 2018. The patient stated that they still had the leads in, the ins was explanted because it wasn't working and the patient clarified therapy was not working. They had to manipulate his body in certain positions to make it work for him. At first therapy was working and then suddenly it wasn't. It was noted the event date was unknown but within the first year. Troubleshooting was unable to be performed as historical information was being reported.